Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4 model number, d4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was successfully implanted. The patient was discharged. A leak was noted in the anterior pocket that penetrate under fabric. No device related thrombus (drt) was noted, the patient is currently on aspirin. No further information is available at the time of this report.